Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated starting 3 days ago they had real bad pain going down their right hip, right below the ins. Pt said they thought it was the weather and pt's arthritis, but then pt said they thought the ins had moved, which they noticed today. Pt said they moved so they had to shut off the ins for a couple of months, but they just found the equipment a few days ago and when they tried to charge ins again today as their body was hurting, they were not able to charge and they discovered their ins had moved. Pt said they used to be able to touch the ins, but now the ins seemed like it was "buried in their butt", down closer to the bone. Pt said it was like the pocket had ripped open and the ins slipped out (pt mentioned they had had multiple inss in that same pocket). Pt said controller was plugged into ac power supply, but they kept getting no device found when trying to unlock. Pt then started a recharge session and after pressing re charge on no device found, reported passive recharge mode. Pss reviewed passive recharge mode info and pt said the area where they got the higher numbers was not were the ins was supposed to be. Pt said the ins used to be on the corner top of their buttock, but now they were getting the higher numbers on the bottom and side of their buttock, near their hip. Pt said if they held their hand down on their buttock, they would get a higher number. Pt also mentioned it was real cold around the ins area, but around that was warm. After a few minutes, pt reported recharging excellent, controller 30%, ins red. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed to recharge controller, then finish recharging ins and follow up with an hcp regarding their ins and pain. The patient mentioned unrelated medical history including they were dyslexic, so pt didn't always know what was written on the controller during the call.